Event description:
It was reported that during a percutaneous coronary intervention procedure an imaging catheter stuck on the stent. The 90% stenosed and moderately calcified lesion with moderate tortuosity was located proximal to middle left anterior descending artery. A non-bsc stent was implanted. The physician performed ivus following stent deployment. During manual pullback, the atlantis sr pro imaging catheter got stuck on the edge of the non-bsc stent that was implanted. They attempted to remove the imaging catheter by cutting the part of the hub and removed its imaging core, then advanced the 0.14 inch unknown guide wire and removed the imaging catheter from the stent. They completed the procedure with the balloon dilatation. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The guidewire that was used during procedure was not returned. The imaging core, telescope, and hub assembly were missing; only the sheath assembly was received. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of operational context was assigned. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure an imaging catheter stuck on the stent. The 90% stenosed and moderately calcified lesion with moderate tortuosity was located proximal to middle left anterior descending artery. A non-bsc stent was implanted. The physician performed ivus following stent deployment. During manual pullback, the atlantis sr pro imaging catheter got stuck on the edge of the non-bsc stent that was implanted. They attempted to remove the imaging catheter by cutting the part of the hub and removed its imaging core, then advanced the 0.14 inch unknown guide wire and removed the imaging catheter from the stent. They completed the procedure with the balloon dilatation. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).